Event description:
It was reported by the customer that this event involved a female pt with a right jugular insertion site. In 2009, the catheter was inserted by the medical team which consisted of two resident doctors and followed by the assistant doctor. The child did not present any problem during the vein access. However, during removal of the spring wire guide (swg) the doctors found resistance; it "unfolded" and broke. An approximate 5cm portion was left in the pts' vein. A medical evaluation was required, but the vein dissection wasn't successful to withdraw the piece of swg. To date, the doctors are unable to withdraw the swg, but the child is being monitored by x-ray. The doctors are waiting for the clinical stabilization of the pt to perform a withdraw of the swg.

Manufacturer narrative:
Sample will not be returned for evaluation.